Event description:
It was observed that during the device evaluation, the front-actuated grip exhibited peeling of the tissue pad. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data, it is likely the following mechanism led to the malfunction: 1. During output activation in seal & cut mode, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.